Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for blood glucose levels over 600 mg/dl and issues with her heart. The customer experienced high blood glucose levels and shortness of breath prior to admission. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer also reported getting no delivery alarms. Nothing further was reported.